Event description:
It was reported that the insulin pump alarmed no delivery excessively during bolus attempts. The blood glucose reading was between the 140s to 150s mg/dl range, which was considered high for the customer. The customer declined troubleshooting for the issue and requested replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.